Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were changing out the infusion set and when priming the tubing, the pump kept priming the insulin out. The customer's blood glucose level at the time of incident was 600mg/dl. The customer has treated with manual injections. The customer states the insulin is squirting out during manual prime. The customer states they received compromised force sensor system alarm. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.